Event description:
It was reported that during implant, the right atrial lead was unable to thread through the vasculature due to patient anatomy. The physician decided to implant a single chamber device instead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found however blood was observed in/on the helix mechanism.